Event description:
Healthcare professional reported via regulatory agency bia-alcl; markers of cd30 positive and alk negative have not been reported or confirmed. Affected side is unknown. The device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl", markers not reported.

Manufacturer narrative:
This report is related to contralateral mrn 9617229-2022-15847. Additional, changed, and/or corrected data: b5, b6, b7, d6b, h6, h7, h9. The events of seroma - late and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "periprosthetic fluid of the right breast"; cd30 positive, alk negative alcl.

Event description:
Further reported was that the patient underwent hematoma drainage and it was noted that there was "periprosthetic fluid of the right breast." The cytology report of the aspirated fluid was positive for large cell t lymphoma cells; anaplastic lymphoma associated with breast implantation (bia-alcl) with fibrin-hematous material (cytoinclusion sample). The markers of cd30 positive and alk negative have been reported and the alcl was reported to be clemens stage pt3 (infiltration of capsule with large aggregates of neoplastic cells). Affected side is right.